Manufacturer narrative:
In the previous report, the manufacturer incorrectly captured device problem code grid and conclusion code grid in box h. The following correction has been corrected in this report. Box g: report source - other has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and non-hodgkins lymphoma. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the service center for evaluation. During servicing of the device, dust and tobacco contaminations were found. Evidence of visible foam particles was found inside the blower kit. The device has been scrapped. If any additional information is received, a follow up report will be filed.